Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow up. The device exhibited post-paced t-wave oversensing on the ventricular channel via review of stored egm. The patient did not receive inappropriate therapy during the oversensing. Programming changes were discussed. The changes will be made when patient returns back to the clinic.